Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a panel communication error message. This error message is likely to result in a system lock up, no boot, or shut down. There is no report of pt injury associated with this event.